Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not placed into surgery mode prior to patient undergoing an unrelated surgical procedure. As a result, the ipg was unable to communicate with the external devices and patient lost therapy. Troubleshooting recovered the ipg and restored therapy.